Event description:
It was reported that the customer has been experiencing high blood glucose levels (430 mg/dl). Customer took a manual injection and changed temp rate to 125% to stabilize her blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental report will be submitted.